Event description:
It was reported the fiberscope's black rubber adhesive was missing from bottom of scope during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 corrected fields: g2 the device was returned to olympus for inspection and the reported failure of black (rubber) missing from bottom of scope was found to be confirmed. The bending section cover was missing. A root cause could not be identified. Based on the results of the investigation, it is likely device migration resulted in component failure. ¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.